Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.4mm ti locking scr slf-tpng with stardrive recess 12mm¿sterile, part number 412.812s, lot number 9775771). The subject device was returned with a complaint stating that screw shaft broke from the screw head after attachment to the holding sleeve during surgery. Additional device history record (DHR) review revealed that non-sterile part number 412.812.999, lot number 7979361 was used to make this lot of sterile finished goods part number 412.812s, lot number 9775771. DHR records show scrap for machine malfunction at turn head and additional scrap found for length out of specification at bag/label. The underlying problem was misload at turn head operation causing incorrect location of the head/neck profile too close to the drive end of the screw. Microscopic examination revealed that heading flashing on top of the head was not removed indicating that the turn head cut was not in proper location. There were no visible signs of damage, overload, or over-torque from use of the screw. The head was broken off shaft in transverse manner with respect to head and shaft. Drive depth gage was used to evaluate drive depth on the broken screw head. This gage measured a depth of 1.54mm, which is out of the 1.30/1.50mm specification for this screw fragment. A comparator was used in conjunction with transparency to evaluate head profile of the broken screw head. The head size appeared too small in the distance from top of head to underside of neck feature. Additionally, the shaft portion of the broken screw measured approximately 1.76mm, which is under the 1.97/1.77mm specification for the neck feature. Findings that drive depth was too deep and head/neck profile was too small indicate that this screw had a thin wall between drive and neck features directly leading to the failure of head breaking off of the screw during use. Microscopic examination and DHR review also support this finding. The root cause was misloading at turn head operation causing head/neck profile cut in the wrong location. The manufacturing issue identified is consistent with the observed failure mode and is being addressed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Additional device product code is hwc. (B)(4). The subject device was not implanted or explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a distal fracture of the radius on (B)(6) 2017, the locking screw broke at the head. Additional details reported stated that the nurse had prepared the locking screw by attaching it to the associated holding sleeve, part number 314.468, and handed it to the surgeon. The surgeon then attempted to insert the screw; however, it ¿dropped¿ [fell out of the holding sleeve]. Upon inspection, the surgeon noticed that it was the shaft of the screw that had fallen out of the holding sleeve and that the head of the screw was still attached to the holding sleeve. There was no adverse consequence to the patient or additional medical intervention needed. The procedure was successfully completed with a five minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).